Event description:
It was reported that on (B)(6) 2024, a patient underwent an advanced tibial nail system (tna) supra operation with a 11 mm nail. The surgeon used the flexible protection sleeve for nails 8 ¿ 11 mm. The surgeon was reaming up to 12,5 mm with synream. Then nail was inserted and 3 proximal screws were inserted. When drilling for the ap screw and when inserted there was some resistance. X-rays was taken, and when the protection sleeve was pulled back, it was identified that inner part was still in the canal placed over the nail and the ap screw sitting through the nail and the inner part of the sleeve (the metal part). The three proximal screws were removed and then the metal inner part was taken out. There was approximately 10 minutes of surgical delay.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that protection sleeve f/nails ø8-11 flex tib was received detached from the metal sleeve. The protction sleeve was inspected and no damage was idenfitied, however the metal sleeve was observed with a hole through the device, as if it had been drilled to place a screw, breaking one of the walls of the device. Per the tn-advanced tibial nailing system suprapatellar appro surgical technique guide se_814686 rev. Af precaution: do not drill inside the protection sleeve. Precaution: the suprapatellar protection sleeve is available in two different diameters. Markings on the sleeves indicate compatible nail diameters. Suprapatellar protection sleeves allow nail insertion through the sleeve and are compatible with synream reamer heads which are up to 1.5 mm larger in diameter than the largest compatible nail. A dimensional inspection for the protection sleeve f/nails ø8-11 flex tib was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces during the procedure. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the protection sleeve f/nails ø8-11 flex tib would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.